Event description:
The manufacturer was contacted in reference to a ds2 device. The manufacturer received information alleging smelling like smoke, and the house smoke detector going off. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.